Manufacturer narrative:
(B)(4).

Event description:
It was reported there is no data available in the direct trend. Advisedly, the issue will resolve after the firmware is reloaded. There are no reported patient symptoms. No further information is available.